Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity, heavy calcification, and 90% stenosis. The 2.0 x 15 mm nc trek balloon catheter was advanced to the lesion, with resistance encountered with the anatomy during advancement. When the balloon was positioned at the lesion and pressurized, the pressure indication did not increase at all. Thus, the balloon catheter was removed from the anatomy and a rupture was observed in the balloon. The lesion was further dilated with a 2.0 x 15 mm non-abbott non-compliant balloon catheter and a 2.5 x 18 mm non-abbott stent was implanted. No adverse patient effects reported. There was no clinically significant delay in the procedure reported.